Manufacturer narrative:
A visual examination of the returned device found that the tripwire was badly damaged, and one of the braided wires was broken in two. Residue was present on the entire device. Additionally, the tripwire was partially wrapped onto the spool. However, no indentations were observed in the groove on the spool to indicate that an attempt had been made to cinch the tripwire. Functionally, the handle knob was able to be turned without issue and clicked appropriately after each 180 degree rotation. The condition of the returned incident device was consistent with the complaint that the tripwire was kinked. However, the evaluation also found that the one of the braided wires had broken in two. Based on the evaluation findings and event details, this damage likely occurred while preparing the device for use. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was to be used during a procedure. According to the complainant, while preparing for the case, when the package was opened, the tripwire was found to be bent. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results; tripwire broken.